Event description:
The patient reported that the audio bolus button was broken. The button usually went to the normal bolus screen when pressed. The patient reported that the pump just kept beeping. No additional information was available.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation was updated on (B)(4) 2011: the pump was forwarded to scrap before the investigation of this complaint could be completed. Prior investigation had found corrosion on the display screen and a cracked battery compartment. The pump was opened and internal moisture damage was found on the pcb.